Manufacturer narrative:
The event date is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure of the bile duct. According to the complainant, during the procedure, the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.